Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. A review of the associated batch manufacturing records could not be carried out as no lot number was provided. A complaint history review showed that 145 similar complaints had been seen across the pico family in the last 4 years, however without a product code, the number of complaints for this specific device could not be found. In the absence of a complaint sample or additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.

Event description:
It was reported that the pico multisite 6x8 would not seal. Defective pumps, twice with a perfect seal.